Event description:
Consumer complaint of low blood glucose results. Per the caller, just tested blood result of 69mg/dl. Caller states her glucose is normally 120mg/dl-130mg/dl for morning results. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).